Manufacturer narrative:
(B)(4). No iabp part or recorder strip has been returned to teleflex chelmsford for investigation. The reported complaint of iabp system error 7 alarm is confirmed based on a review of the iabp's system log files. Based on review, it is suspected that the system error 7 alarm was caused by a stuck corner switch. The hospital biomed serviced the pump and could not duplicate the system error 7 alarm. No issue was noted with the iabp. The root cause of this complaint is undetermined. A suspected cause is a stuck corner switch. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Other remarks: the iabp was sent to biomed and biomed could not duplicate the alarm. Biomed perform a functional test and ran the iabp for over 1 hour with no issues.

Event description:
It was reported that the intra-aortic balloon pump (iabp) had system error 7 alarms while on patient. As a result, the iabp was switched out quickly. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Other remarks: the iabp was sent to biomed and biomed could not duplicate the alarm. Biomed perform a functional test and ran the iabp for over 1 hour with no issues.

Event description:
It was reported that the intra-aortic balloon pump (iabp) had system error 7 alarms while on patient. As a result, the iabp was switched out quickly. There was no report of patient complications, serious injury or death.